Event description:
It was reported to baxter that the customer used actifuse in the anterior iliac crest to fill a void. The customer stated that actifuse caused an infection in one of his patients over the last month (exact date unknown). The patient's infection was only in the iliac crest site and was brought back to surgery twice for drainage. Customer proceeded to say the patient became septic and very ill from this infection. He did not use anything else nor put any antibiotics in the anterior iliac crest. Baxter sales rep was not present for the case nor does not know the exact occurrence date. No further information is known at this time.

Manufacturer narrative:
Complaint no: (B)(4). Baxter medical assessment: actifuse is provided sterile and unlikely to cause a contamination or even infection. While we cannot exclude that the presence of a bioactive bone regenerative material may have contributed to the augmentation of the infective process, as a root cause of the infection alternative causes, such as patient-, pathology-, and surgery-related causes need to be taken into account. Further clarification of the causative bacteria isolated during infection is recommended. Baxter is currently in the process of following up with the reporter for additional information. A follow up report will be submitted upon receipt and evaluation of additional information.

Manufacturer narrative:
(B)(4). Multiple attempts were made to contact the reporter in an effort to obtain additional case information with no response. A final written request was made via email. Due to the lack of information, a causal relationship cannot be determined. Lot number was not provided, however baxter was able to identify two potential product lots used (lot number s80ppe0795ks and s80ppe0825as). Baxter apatech completed the investigation. No sample was available. Batch review was performed for both lot numbers and indicated that all release testing specifications were met. There were two deviations on both lots and none of the deviations were deemed to affect or result in the event reported. For lot s80ppe0795ks, it was placed on product hold during environmental monitoring excursions in clean room. Product bioburden risk assessment was carried out and concluded that the product was not impacted. Per apatech no further investigation is necessary as the product lots met all release specifications and none of the deviations would affect the product quality or contributed to the event. If additional information is received at a later time the complaint will be reopened. This is the first complaint of this nature received for these product lots. The case will be kept on file for trending purposes.